Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in leaked. The following information was provided by the initial reporter: after insertion, as per usual practice the wire was pulled from the saf-t-intima. In this instance, the needle failed to retract - meaning it was left inserted/lodged in the resident's abdomen.

Manufacturer narrative:
H6: investigation summary: bd received four samples submitted for evaluation. The reported issue was not confirmed since the representative samples did not fail our internal testing. Bd was not able to determine the root cause of the failure since the actual sample was not provided. Examination of the actual product involved may provide clarification as to the cause for the reported failure. Quality records have been consulted for tracking and trending purposes and this was the second occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in leaked. The following information was provided by the initial reporter: after insertion, as per usual practice the wire was pulled from the saf-t-intima. In this instance, the needle failed to retract - meaning it was left inserted/lodged in the resident's abdomen.